Manufacturer narrative:
(B)(4). This complaint for peritonitis was not identified. The root cause cannot be determined. Batch record was reviewed for suspect lot number h10k05047 with no issues noted. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The following information was received from global pharmacovigilance (gpv). This is a spontaneous consumer report with supplemental information by a nurse from the USA of peritonitis in a patient coincident with dianeal pd4 ambuflex and extraneal viaflex therapies. During a call with baxter customer service, the following was reported. On (B)(6) 2011, the patient experienced peritonitis and was hospitalized that same day. Treatment information was not reported. Dianeal and extraneal therapies were ongoing. The cause of the peritonitis was undetermined. On (B)(6) 2011, the patient was discharged from the hospital. On an unreported date in 2011, the patient recovered. The nurse stated that the event of peritonitis was unrelated to dianeal and extraneal therapies.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not request. Should additional information become available, a follow-up report will be submitted. This is report 2 of 2 involved in this peritonitis event.